Event description:
It was reported that after exchanged parts for inspection in an arctic sun device, the flow rate was 2.4 lpm and inlet pressure (ip) was -3.7 psi, which was not acceptable. The tank made a noise, and when another pump head was exchanged, it became normal, so it was determined that the pump head was initially defective. Per follow up information received via email on 29jul2024, the actual equipment would be sent. They exchanged with another pump head and already reported. It was not repaired. The actual product would be returned.

Manufacturer narrative:
It was found that 1018233-2024-04881 was not a bd complaint. Therefore, a retraction is being submitted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is a spare part. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after exchanged parts for inspection in an arctic sun device, the flow rate was 2.4 lpm and inlet pressure (ip) was -3.7 psi, which was not acceptable. The tank made a noise, and when another pump head was exchanged, it became normal, so it was determined that the pump head was initially defective. Per follow up information received via email on 29jul2024, the actual equipment would be sent. They exchanged with another pump head and already reported. It was not repaired. The actual product would be returned.